Manufacturer narrative:
Additional 510(k) number k011028 and k013227. Product not returned to manufacturer.

Event description:
It was reported that the internal hex (tsv6h8) was damaged during the placement of the implant. It was also reported that they were able to place another implant.

Manufacturer narrative:
One ha coated zimmer tapered screw vent implant was returned for inspection. A visual inspection revealed moderate signs of wear and debris attachment about the threaded region. The internal drive feature is confirmed to be damaged, displaying burrs and additional debris in the hex and internal threads. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Information identified: step 6 ¿ complete seating with the appropriate instruments: rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer/impression post. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating directly to the implant with the appropriate hex driver or hex drill [rh2.5, rhl2.5, rhd2.5 for 3.7, 4.1 and 4.7mmd implants; hx3.0-s, hxl3.0-s, hx3.0d for 6.0mmd implants]. Additionally, the fixture mount/transfer can be used as a temporary abutment with the tapered screw-vent implant for provisional restorations. The alleged complaint is confirmed. A root cause cannot be determined. UDI: (B)(4).

Event description:
No further event information available at the time of this report.